Event description:
The physician intended to deploy an endeavor sprint 2.75x24 mm drug eluting stent. The target lesion was in the rca, had moderate calcification and moderate vessel tortuosity. Pre-dilatation was carried out with a 2.0x15mm sprinter balloon. The device was advanced but it could not pass through the lesion. It was reported that the structure of the stent was deformed. There were no patient complications reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (lesion had moderate calcification and vessel was moderately tortuous). No results available since device was not returned for analysis. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure related to patient condition (lesion had moderate calcification and vessel was moderately tortuous). Unable to confirm complaint (device not returned for analysis). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation: the distal tip was flared. The 10th and 11th proximal stent segments were deformed. The balloon had not been inflated.